Event description:
Pt was operated on due to a suspected lead fracture. After implanting the new lead, normal measurements were obtained during testing, however, when the device was connected, stimulation impedances >2000 ohms were observed. The parameters were measured again with the psa and the device was re-connected and the high impedance values were again observed. The device was therefore exchanged. After the device change, all measurements were within normal range.